Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend. Blood glucose was 97 mg/dl. There is a difference in value of 37 points between sensor glucose and blood glucose. No harm requiring medical intervention was reported. The product will not return for analysis.